Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump(iabp) device had unusable battery detected. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.